Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, dyspareunia, difficulty urinating, pain in pelvic area, leakage of urine, and emotional distress. No further information has been provided.